Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test due to prime anomaly.

Event description:
Customer reported that she had unexplained high blood glucose. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.